Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-13132. It was reported the pt had ineffective stimulation. The pt also stated she experienced pocket heating while charging. The pt was advised to use the charging pouch to avoid the antenna from touching her skin. On (B)(4) 2012, st jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.